Manufacturer narrative:
Sc-1432 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The ipg was received at the eos state. The investigation revealed that the ipg batterys life was within the estimated range. The ipg exhibited normal characteristics. In addition, the behavior of ipg approaching/reaching the end of its useful life is documented in the labeling.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.